Event description:
It was reported, the customer was hospitalized for high blood glucose. The customer was hospitalized in (B)(6) 2014. Blood glucose at the time of admission was 650 mg/dl. Customer stated they were severely dehydrated, vomiting, and had stomach pains from their high blood glucose. The customer also stated they were sick and was unable to keep any food or water down for two days prior to being hospitalized. The customer also stated they were too sick to change out their reservoir and insulin. It was found the cause of the customer's hospitalization was from diabetic ketoacidosis. Customer was treated with an IV of insulin and fluids. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.